Event description:
The customer reported the 2600 system was giving a white boarder around the film shot. This did not affect the use of the system but made it difficult to fit some pts anatomy into one shot.

Manufacturer narrative:
The service rep adjusted the calibration of filmer. He checked the light field and ensured they were aligned. The system operates as intended.